Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with nadir values in the 40s and out-of-range duration of about 45 minutes; the device provided a low-glucose alert, and the family elected to discontinue ilet use and resume an alternate insulin delivery system due to perceived difficulty keeping up with hormonal changes. Symptoms included shakiness. Outcomes included correction with oral fast-acting carbohydrates without need for outside assistance or medical intervention. Investigation included complaint intake and case assessment based on the event description. Investigation of this case revealed a user-reported hypoglycemic event with device alerting as designed, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.